Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for investigation. The delivery system was investigated visually for external damage. The delivery system was bent in the middle of the delivery system, but the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was a little loose. The delivery system did not have any other visible damage. As the product was received, the wires bent at the end of the handle are indicative of mishandling. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The capsule was placed as intended. When the delivery system was removed from the patient, the capsule became loose. The device operator used an endoscope to verify capsule placement and noticed that the capsule did not attach. The capsule could not be located using the endoscope. Because an x-ray machine was not available, a CT scan was performed. The capsule was located. A repeat procedure was not performed. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for over five years. No known adverse events were reported.